Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This is the same doctor that has previous issues and re-training, it appears, he is spinning the thumb wheel too aggressively and quickly for it to ¿misfire¿ this is user error. Complaint form- the short shot appeared to miss fire of the during anal haemorrhoid banding. Patient/event info - notes: this is the same doctor that has had previous issues with shortshot, it is user error as he holds the handle too firmly and spins the spool and ageing to quickly, which we believe causes the misfiring. The procedures were the same day.